Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced. The cause of the battery low alert was not identified after fully charging the battery. No action is needed to fix the reported condition. A device history review revealed no abnormalities discovered during manufacturing. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The user interface module software version of this pump is 7.01.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with the reported condition of "showing low battery-been on charge all week". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.